Manufacturer narrative:
H10. Additional manufacturer narrative: report of leaking was confirmed through image evaluation. One video pertaining was provided. The video showed blood leakage at the proximal end of the cannula.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to h6. The complaint was confirmed. The device was not returned for evaluation so a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information of a leaking optisite. Video of the leak was provided.